Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was no stimulation and a loss of therapy. The batteries were replaced 2 months ago and had issues since then. The patient's back was worse lately for the last couple of weeks,they had back pain, and they did not feel stimulation since march. The patient programmer showed that stimulation was on. The settings were at 8.30v. During troubleshooting it was decreased to 0.9v before turning stimulation on. The patient then increased stimulation to 9.0 v and could feel stimulation but it did not cover their back where they needed it. It only caused tingling in the legs. The patient did not have other programs to switch to. This was reported to be a sudden change in therapy and symptoms two weeks after the new implant in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.